Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that an a3101 mayfield composite series base unit casing was cracked. The unit was being shown on a sales call and although this unit was not in contact with a patient nor was it used during surgery it has been decided to submit this complaint as a MDR.